Event description:
Additional information was received that the patient was brought into the office where noise was able to be recreated on the atrial channel with pocket manipulation. The right atrial (ra) lead threshold measurement had also increased higher than the programmed output. And atrial threshold was higher than programmed. The ra sensitivity was reprogrammed, the ra output was increased and the minute ventilation feature was programmed off. At this time the physician will continue to monitor the patient and no further changes were made to the system. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed due to continued oversensing of noise on the right atrial (ra) channel that led to atrial pacing inhibition. The ra lead and pacemaker also continued to exhibit high out of range pacing impedance measurements. Loss of atrial capture was not observed. During the revision procedure the ra lead was surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) as they noted oversensing of noise on the atrial tachy response (atr) event. Boston scientific technical services (ts) reviewed and found that the noise was the result of the device oversensing the minute ventilation signals and there were at least for inappropriately stored atr events due to the noise. The patient was brought into the office and they were unable to reproduce the noise with patient isometrics or pocket manipulation. It was noted that all lead diagnostics were normal and at this time no changes were made to the system. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information from a medical personnel that the pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for further evaluation. At this time the products remain in service and no adverse patient effects were reported.